Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) inspected the unit and did not note any leakage at the waste sump. Per fse, the cap piercer overflowed di water and leaked down into the hydro. Fse noted the smart module 42 motor 1 errored out. Fse found water on motor and removed cap piercer from software in service setup and rebooted. On (B)(4) 2011, fse replaced cap piercer motor assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a leak from waste sump b and the cap piercer was stuck. No injury or exposure was reported.